Manufacturer narrative:
Relevant device(s) are: product ID: 3387s-40, lot#: va2fj1n, product type: lead, product ID: 3387s-40, lot#: va2ef06, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-may-2024, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 09-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller reported the patient may have surgery again they are a little bit worse. Caller said they used to walk now they walk very little and they get a lot of stiffness. Caller said the patient saw hcp on (B)(6) 2022 and they were programmed again. Caller said the doctor told them if programming does not work they suggest to move the lead somewhere else. Caller said maybe it is placed in the wrong place. Caller said the patient is depressed and thinks yesterday will be their last birthday. Caller said the patient will be seen next in june and they will decide if they will do another surgery. Date when they noticed the symptoms worse, issue with walking and stiffness is unknown. Caller said the patient is on a walker and the parkinson's progresses a lot they think it is progressing too fast. Patient was redirected to hcp. Additional information received from the consumer reported the patient had a second surgery to have the leads/extensions replaced a couple months ago, but they still had issues after the surgery. The consumer noted when the healthcare provider (hcp) was programming the patient they could stand up and walk and talk a little better, so they were placed at the program, but when they got home the patient went back to being ¿totally disabled¿ meaning they couldn¿t bend, their speech dragged, hardly talked, and had no emotions. The patient saw the physician once a month, and every time they were programmed, the cycle continued. The physician told the consumer sometimes they could go up in programming at home if they needed more, or if they had too much dyskinesia, they could lower stimulation a bit. The consumer mentioned they could see the patient sometimes moving a lot or doing something with their hands, so they didn¿t want to adjust anything and left the settings as is because they had seen the patient do well with that program at the physician¿s office. The consumer confirmed therapy was on with the patient having two programs; 1 for dyskinesia with both left and right set at 2.0 and the other program for walking set at 2.0. The consumer was unsure what was happening as the physician told them ever ything looked fine. A follow-up appointment was scheduled for the future to further address the issue.